Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, oversensing, and high thresholds. The lead was programmed off, and it remains in the patient. No patient complications have been reported as a result of this event.